Event description:
It was reported that pre-op, the connector is not making proper contact, and the m5 handpiece struggles to charge. There was no patient involvement. As per the analysis of the handpiece, broken bur was stuck inside it.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found per service and repair order (B)(4), the m5 was received with a broken and stuck drill bit. Only a portion of the inner assembly (proximal end) was returned, placed in a small resealable bag and enclosed within a plastic sleeve. Upon receipt, traces of black residue were observed from the proximal to the distal end of the hub, as well as on the inner shaft. The inner shaft was broken, and the distal end of the inner hub (outside diameter) was deformed. The distal outside diameter of the hub shall measure 0.330 ± 0.002 inches; however, the deformed area measured up to 0.356 inches, which was out of specification. Functional testing could not be performed due to the damaged and incomplete condition of the device upon return. The complaint was confirmed, due to an out of specification condition. H6: previously applied codes fdm b21, c21, d16, img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.